Manufacturer narrative:
The hill-rom tech found the alarm inoperable due to some bent pins in communication cable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the bed alarm was inoperable. The bed was located at the account. There was no pt/user injury reported. (B)(4).